Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed high shock and pacing impedance measurements. Ventricular tachycardia mode was also set to a value other than monitor plus therapy. Additional information indicated that the device was explanted due to patient condition and successfully replaced. It was noted that the patient was upgraded to a dual chamber device and the explanted device was given to the patient and will not be returned for analysis.